Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a black screen, would not power on, and appeared offline. The user confirmed that the power outlet was functioning properly, suggesting that something may have short circuited inside the device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and was unable to reboot. The field service engineer (fse) replaced the drawer control board on main half height drawer 5.2. Then, the fse executed the hardware test application and verified that all drawers opened and closed properly. The fse tightened several drawers with loose front panels, recovered medications that had fallen between the cubie pockets, and installed one new slide bumper to resolve the issue. The system functioned as intended after the field service engineer repaired the device.